Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The reported grip calibration failure along axis 8/gimbal grip was reproduced during visual inspection. The magnet was noticed to be detached from the lever.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was not able to manipulate the master tool manipulator (mtm). An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to check the instrument information display. However, the customer completed the procedure without mtm 1. The procedure was completed with no report of patient injury.